Event description:
Ous MDR - we were informed that the device kept switching to bipolar due to lead failure alert though all parameters were in range and there were no findings during follow-up. In consequence, unipolar mode caused significant pectoral muscle stimulation. The decision was made to implant a new lead and since the issue could not be resolved, a new pacemaker was implanted at the same time. The lead was capped on (B)(6) 2018.

Manufacturer narrative:
The lead was not returned for an analysis. The analysis report therefore refers only to the pacemaker complaint. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly, the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. Ventricular bipolar lead failures were documented in (B)(6) 2018 with a measured bipolar lead impedance of 78 ohms. Therefore, the device switched--as designed--to unipolar lead polarity to assure the patient safety. No further peculiarities were noted during the memory inspection. The header of the device was analyzed. The set screws could be easily screwed in and out, and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In the further course of analysis, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications, nor did it reveal any sign of a material or manufacturing problem.